Manufacturer narrative:
Product analysis the device returned to medtronic for evaluation. The device returned coiled inside two biohazard bags and connected to the cutter driver. The hawkone device returned with the torque shaft partially inside the returned non-medtronic 7fr sheath. A 0.014¿ guidewire also returned partially inside the sheath. The hawkone device and returned ancillary devices were decontaminated with cidex opa solution soak and tergazyme soak. Destructive testing was performed by cutting back the sheath and confirming that the hawkone distal housing and remaining portion of the torque shaft was within the sheath. It was noted that the distal end of the housing detached from the torque shaft and the drive shaft was still intact and was not detached. Under a microscope the 0.014¿ guidewire is stuck within the nosecone and the guidewire lumen is torn from the distal end of the housing to the middle end of the housing. Lots of biologics is noted within the housing and damage is noted along the housing with slight bends of the metal coils. The cutter returned inside the cutter window with plastic pet like material around the blade. Due to the condition of the returned device no functional testing could be carried out. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone directional atherectomy along with non-medtronic 7fr sheath. During procedure to treat a moderately calcified lesion in the right proximal superficial femoral artery (sfa) with chronic total artery (cto-100%). The vessel was moderately tortuous. The vessel was not pre or post dilated. IFU was followed. It was reported that the device got stuck in the sheath when retreating. No damage was noted on the device. There was no prolapse of the wire. Physician removed the device in/with the sheath. There was no patient injury. A detachment was noted on the returned device.